Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented in operation room for device changeout, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. Dft was performed and the device was reprogrammed. The patient will continue to be monitored.